Manufacturer narrative:
G3, h2, h3, and h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned device confirms both ends of the device is rounded off. Also the device ends have burrs and gouges. The device exhibits signs of significant use and wear. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. D4, d8, d9 and h5: device returned g4: add 510k code.

Event description:
It was reported during a tray inspection that a ref ball jnt screwdriver shaft has become rounded and does not properly capture. No case involved. No patient involved.